Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead revision, diagnostics of the left ventricular and atrium revealed defect on the endocardial rv lead. The rv lead was explanted. No further information is available.